Manufacturer narrative:
H3: (pli 10 - em800): evaluation could not reproduce the reported malfunction of loss of power. However, it was noted that abnormal noise during rotation, overheating in the collet area, bearings broken, collet depth was out of specification and deterioration of the markings. H3: (pli 20 - mr8-as07): evaluation could not reproduce the reported malfunction of assembly issue. However, it was noted that the tool bur was wobbling, bearing was damaged and deterioration of the marking. H6: annex c codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis (pli 10 - mr8-as07): evaluation could not reproduce the reported malfunction of loss of power. However, it was noted that the tool bur was wobbling and tip bearing was damaged. H3: product analysis (pli 20 - em800): evaluation could not reproduce the reported malfunction of loss of power. However, it was noted that collet depth was out of specification, laser markings were faded and overheating. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the motor and attachment bur was not rotating properly. At the time of the report, there was no known impact to a patient. On follow-up it was reported that there was no patient or staff impact.